Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clean the contacts and scope socket with an alcohol prep pad, let dry, and to secure the maj-1933/maj- 1941 cables before powering on. In addition, tac asked the customer to avoid hot swapping the scopes and to press esc on keyboard; however, the issue persisted. The customer later came back and confirmed that the error cleared, and the device was working as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. There was no patient harm or user injury reported due to the event.